Event description:
The customer reported multiple error codes, including data acquisition/printed circuit board assembly/ analog digital converter ( pcba adc) failed; machine and proximal pressure sensors failed and auto-zeroing of machine and proximal pressure transducers in post failed. Unit blanks and no sub-assemblies are listed in the diagnostic menu system configuration page. There was no patient harm reported.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient's information; however, there was no response.